Event description:
It was reported that the patient presented three days post implant with complaints of pain. A CT scan revealed a right ventricular perforation. The lead was repositioned to the septum, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.